Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) inspected the unit and replaced the drive manifold. The equipment passed all the performance and safety tests specified by the factory. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that during maintenance, the cs100 intra-aortic balloon pump (iabp) drive valve assembly test failed. There was no patient involved.